Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the dilator of the vizigo¿ sheath was observed broken in two (at the hub transition). No other damages or anomalies were observed on the photo provided. A device history records was performed for the finished device 00001936 number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the dilator hub detached. Inner sheath broken. It was reported that before the operation, the gray snap-fit of the sheath was separated from the inner sheath. The buckle of the inner sheath is broken and separated from the inner sheath. A second device was used to complete the operation. There was no report of adverse event on patient. The device was not used on the patient. The dilator hub detached is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 24-apr-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the dilator hub detached. Inner sheath broken. It was reported that before the operation, the gray snap-fit of the sheath was separated from the inner sheath. The buckle of the inner sheath is broken and separated from the inner sheath. A second device was used to complete the operation. There was no report of adverse event on patient. The device was not used on the patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the vizigo¿ catheter. Visual inspection testing was performed, in accordance with bwi procedures. The device failed due to the dilator hub was found detached from the tube. No other damage was observed on the sheath. At this time, it is not possible to determine the root cause of this condition. A supplier investigation was performed, and it was concluded that based on the evidence (witness marks) present on the complaint dilator shaft and the dilator batch shaft to hub tensile results it could not be determined that this complaint is related to the manufacturing process. It is unknown what the cause of this failure is; however, it could be related to use resulting in high force above design specification for the hub. The customer complaint has been confirmed, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. A device history records was performed for the finished device 00001936 number, and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. G 1. Manufacturer site email has been updated with the current information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 09-feb-2023, it was noted that the following codes were incorrectly reported on the 3500a initial report mwr-06092022-0001252980. Please consider the following codes as removed from: h 6. Investigation findings code of dilator hub detached from tube (c10). H 6. Component code of rod/shaft (g04112).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).